Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 5f exoseal vascular closure devices (vcd) did not change color, and the plug could not be released. Therefore, it was changed to manual compression. There were no reports of patient injury. The devices will be returned for evaluation.

Manufacturer narrative:
The previously submitted reports will hereby be unreported as this event was captured under a previously reported event (report number: 9616099-2025-00179).